Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the cause, tissue layer stratafix was used within case of arthroplasty? (B)(4). Patient: (B)(6). What was the reason for revision for patient? Unknown. Patient¿s current condition? Stable. Any long term adverse to any patient? Nil known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab intact when the suture was placed in the patient? What were current symptoms following the index surgical procedure? Onset date? Date of revision procedure? Can you describe the appearance of the suture during the revision procedure? Where did the stratafix suture break, (termination, middle, end)? Was there any precipitating stress factor for the suture breakage post-op? Other relevant patient history/concomitant medications. Lot # if applicable, will product be returned for evaluation? Return date, tracking number what is physician¿s opinion as to the etiology of or contributing factors to this event? Patient¿s current status?

Event description:
It was reported that the patient underwent arthroplasty on an unknown date and barbed suture was used for closure of fascia. Following the procedure, the suture was found broken. The patient underwent a revision procedure on an unknown date. The patient¿s condition is reported as stable.